Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed high, out of range (oor) pacing impedances at a pre-procedure check. These oor values have been observed since last interrogation and at implant several months before. The device is programmed for atrial pacing and sensing at this time. Both the pacemaker and rv lead remain in service. No adverse patient effects were reported.